Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was not delivering the right amount of insulin based on the readings. The customer¿s blood glucose level was 256 mg/dl and 238 mg/dl. The customer stated that they had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump and reservoir will not be returned for analysis.